Event description:
It was reported that a patient with this electrode had received multiple inappropriate shock due to oversensing overtime. The shock impedance measurements were observed to be high at 120 ohms. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted the electrode was returned severed in two segments, severed approximately 11.5 centimeters from the terminal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this electrode had received multiple inappropriate shock due to oversensing overtime. The shock impedance measurements were observed to be high at 120 ohms. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.